Event description:
Caller reported a malfunction with the pump, indicated by malfunction code 16, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was informed to use manual insulin injections as a backup therapy. The pump was under warranty, and the caller was advised on returning the malfunctioning pump using a pre-paid label, which the caller acknowledged.